Event description:
Reportedly, when the device discharged defibrillator energy to the patient, an arc was seen near the apex placed combination electrode. The staff obtained a backup defibrillation cable, but with defibrillator discharge an arc was again seen at the same apex placed electrode. The patient was resuscitated.